Event description:
The customer contacted physio-control to report that they were using their device with a patient and were not getting an ECG rhythm through the 4 different sets of defibrillation electrodes that were connected to the patient. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No additional patient information has been provided by the customer.

Manufacturer narrative:
The device and the electrodes used during the event were not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using their device with a patient and were not getting an ECG rhythm through the 4 different sets of defibrillation electrodes that were connected to the patient. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No additional patient information has been provided by the customer.